Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was repositioned due to device trying to surface. The device remains in service. No additional adverse patient effects were reported.